Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd microtainer® map microtube for automated process k2 edta was giving erroneous results. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation: investigation summary: a single customer reported erroneous results (low platelet count) using the bd microtainer® map k2edta tubes (reference catalog number 363706, lot number 8018769). Bd pas did not receive samples or photos from the customer facility for evaluation, therefore, the investigation was limited. Bd pas performed internal testing (titration) on retention samples for which some tubes did not meet the established specifications. Also, bd pas performed a device history review (DHR) which did not identify any issues that could have contributed to the customer¿s reported failure mode and a review of the additive dispense process capability data confirmed that the dispense equipment for bd microtainer® map k2edtatubes met established specifications. Bd pas contacted the customer who reported an excessive collection time (15 minutes). An excessive collection time precludes proper anti-coagulation and is likely to cause erroneous results (low platelet count). Bd pas reviewed best practices for capillary blood collection with the customer and shared third party article: issues in neonatal cellular analysis by maria a. Proytcheva, md in the american journal of clinical pathology 2009; 131 560-573. As a result, bd pas did not reproduce the customer¿s reported defect (erroneous results: low platelet count). Investigation conclusion: based on evaluation of the retain samples, the customer¿s indicated failure mode for platelet clumping with the incident lot was not observed. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. However, bd pas contacted the customer who reported an excessive collection time (15 minutes). An excessive collection time precludes proper anti-coagulation and is likely to cause erroneous results (low platelet count). Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd microtainer® map microtube for automated process k2 edta was giving erroneous results. No serious injury or medical intervention was reported.